Event description:
I had a hernia repair with a mesh type material, the mesh material perforated and ruptured and had to be surgically removed. The doctor then replaced the same type mesh, but removed one side of the mesh. I have had problem with digestion h-pylori and continue to have problems with stomach. Dates of use: 2004, 2006. Diagnosis or reason for use:hernia repair, removed adhesion. Event reappeared after reintroduction:yes.